Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet, resulting in a cracked screen with the top half unresponsive to touch, and the patient was instructed to revert to backup therapy while a replacement was arranged. Symptoms included no adverse clinical effects and blood glucose reported as stable at 140 mg/dl. Outcomes included temporary discontinuation of the affected device and continued glucose monitoring via cgm or receiver. Investigation included review of the event details, confirmation of serial information, shipping and return logistics, and user guidance to shut down the device and to complete a fresh startup on the replacement unit and inspection of the returned device. Investigation of this device revealed a mechanical screen damage affecting the user interface, consistent with physical impact to the display component, without impact to glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.